Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire lumen separated from the tip of the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire lumen separated from the tip of the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which noted that the guidewire lumen was not adhered to the tip of the spline array. Next, they inserted a guidewire through the lumen, and were able to advance it all the way through which indicated there was not a blockage or damage to the inside of the guidewire lumen. When the catheter was dissected nothing abnormal was noted. Based on all the available information boston scientific confirmed the allegation of a detached guidewire lumen. The cause was determined to be component failure as the bond between the guidewire lumen and the catheter tip failed. The failure of this bond would also be the cause of the catheter's inability to deploy the array.